Event description:
It was reported that the item 05.000.008 none of the buttons working when battery is attached. It is unknown when the incident was observed. The patient involvement also unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no further information provided regarding this issue and all available information has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: investigation summary: service and repair evaluation: the customer reported ¿it was reported that the item 05.000.008 none of the buttons working when battery is attached it is unknown when the incident was observed patient involvement unknown there were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided.¿ the repair technician reported that motor does not run in fast forward and reverse mode, runs intermittently in forward mode, cracked contact plate, discolored wires, discolored vent, rust on motor, damaged switch plate, debris on internal components. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 15-nov-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 05.000.008. Supplier lot # na. Synthes lot # 006816. Release to warehouse date: 20-mar-2018. Manufactured by: synthes monument. No ncrs were generated during production. Device history batch null. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.